Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and cube was not working, required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and cubie were not working and required maintenance. A field service engineer found that the main drawer pocket xx had failed. During testing with the hardware test application, no pockets were detected. The fse proceeded to replace the individual drawer pyxibus module control board, but in the process the position sensor cable was inadvertently pulled out of its socket. The cable was subsequently replaced, and after completing these repairs, the drawer was tested again and functioned without issue. The system functioned as intended after the field service engineer repaired the device.